Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment that the stylus was unable to be calibrated, the stylus pointer was not aligned with the cursor and the overlay/bezel assembly was therefore replaced and the stylus calibrated. Analysis further noted that the programmer failed its telem a/b transmit test and therefore the link electronic module board was replaced and it was noted that the fan was noisy and it was also replaced. Product ID: 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer's stylus was unable to be calibrated. The programmer was returned for service. No patient complications have been reported as a result of this event.